Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with over 300 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer overfilled the cartridge. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 120 mg/dl.